Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. The product was used on myometrium. During a c-section procedure, it was found that there was a foreign matter on the needle, which became caught as it passed through the tissue when the product was used during the operation. It was a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/1/2026. H6: component code: g07002 - no device problem found. H6: component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: please describe the type of foreign matter that was observed. Maybe coating material are there any photos of the foreign matter available? Yes. Is it possible that the foreign material fell into packaging upon opening of device? Unk. Was the suture seals on the foil still intact when the package was opened? Unk. Where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging): unk. What is the most current patient status? Unk. Can you identify the lot number of the product involved? 10c5m6. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). H3: investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with seven park needle suture combinations and one partially dispensed suture. The product code vcpb840d is multistrand and should contain eight strands per packet. In addition, eight photos were provided. A visual review of the photographs showed that two images displayed one winding former with seven needle-suture combinations, along with one suture partially dispensed. In the other six photos, unknown foreign material was noted on the same needle. However, despite the presence of foreign matter in the images, examination of the physical sample received did not reveal any foreign material on the eight needles; therefore, it was not possible to determine what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the conditions of the sample received, no conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.